Event description:
The manufacturer was contacted in reference to the dreamstation 2 device. The manufacturer received information alleging that the device is overheating and smoking. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.